Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 293 mg/dl. Reportedly, the customer changed all the supplies and bg level was at target. System check could not be performed with tandem technical support as all the supplies were changed.